Event description:
A report was received stating a tracheal tube experienced an air leak while being used on a patient. The air leak was discovered during a computed tomography (CT) procedure. The patient was successfully re-intubated with a similar device. There was no patient harm reported.

Manufacturer narrative:
(B)(4). The returned endotracheal tube was evaluated for the reported "cuff won't inflate" issue. Visual inspection of the returned device showed a cut behind the area where the inflation line is inserted into the tube. A inflation/deflation test was performed. Using a syringe, air was applied to the cuff. The cuff was observed to immediately deflate. The reported event was confirmed.

Manufacturer narrative:
(B)(4).